Manufacturer narrative:
Method: device manufacturing records were reviewed. Results: review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
A vns treating physician reported to the manufacturer's distributor in (B)(4) that their patient was experiencing an infection at their generator site on (B)(6) 2011 soon after their implant on (B)(6) 2011. The patient's infection was due to surgical implantation of the vns. A wound culture was taken on (B)(6) 2011 that revealed that the patient was infected with (B)(6). A diagnostic test was performed to check the performance of the device, and no abnormalities were seen. Visual inspection of the vns generator showed no problem with the device. The patient was hospitalized and during their hospitalization they received surgical cleaning and intravenous vancomycin. The patient was released with oral antibiotic therapy. The patient is in good condition as of (B)(6) 2011 and the infection is healed, and the patient will remain on antibiotics for an extended amount of time. If additional information is received, it will be reported.